Event description:
No brakes at the foot end of stretcher.

Manufacturer narrative:
Technician found brakes at the head end working fine. Brake linkage was disconnected. Technician replaced the brake to resolve.